Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved reported the resistance was in the proximal section of the catheter. Continuous saline flush was adm inistered and maintained as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thrombectomy procedure using the solitaire fr 4x20 stent to treat an ischemic stroke in the right middle cerebral artery, there were several procedural difficulties. When performing thrombectomy on the right middle cerebral artery, the rebar18 microcatheter and microguidewire were opened, and the infarction site was reached through the 8f guiding catheter and the 6f distal access catheter. After the solitaire intracranial thrombectomy stent was delivered to the infarction site through the microcatheter, a thrombus was removed by the swim technique. Angiography showed that the blood flow was not smooth. Repeating the swim technique did not remove the thrombus. Angiography showed that the blood flow was poor, and it was suspected that the in situ stenosis was present. The stent was implanted again to reach the infarction site. Angiography showed that the blood flow was smooth. There was difficulty detaching the stent, and the proximal end of the stent and connection cable became kinked. Friction and resistance were encountered, and the pushwire was torqued. The stent was removed after multiple attempts to detach it, and angiography showed smooth blood flow following the operation. The patient had vessel stenosis proximal to thrombus site. Three passes were made using the stent. The physician attempted to detach the stent two times. The devices were prepared according to the instrucitons for use (IFU). The patient was being treated for an ischemic stroke in the right middle cerebral artery.  Mrs: baseline 4. Mrs: procedure 4. Nihss score: baseline 18. Nihss score: post procedure 4. Tici score: baseline (level 0). Tici score: post procedure (level 3). Vessel tortuosity was moderate. No surgical or medicinal intervention was required, and the product was explanted. No patient complications have been reported as a result of this event.